Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, during the interrogation of the subject device before implantation, an unexpected display was observed on the battery voltage curve level: the abscise axis showed longevity steps of years 7, 14, 20, 27 and 34 instead of 1, 2, 3, 4, 5. However, the battery voltage was 3,2v (beginning of life) with a magnet rate of 96min-1. The interrogation was repeated three times (smartview 2.50 version) and the same behavior remained displayed. Recommendations are required in order to state whether the device could be implanted or not.

Manufacturer narrative:
(B)(4). Investigations of the returned device showed that the battery voltage display issue was related to corruption of the memory data. This corruption was most certainly due to a single event that have induced at least two bit flips. A hardware failure was excluded.

Event description:
On (B)(6) 2015, during the interrogation of the subject device before implantation, an unexpected display was observed on the battery voltage curve level: the abscise axis showed longevity steps of years 7, 14, 20, 27 and 34 instead of 1, 2, 3, 4, 5. However, the battery voltage was 3,2v (beginning of life) with a magnet rate of 96min-1. The interrogation was repeated three times (smartview 2.50 version) and the same behavior remained displayed. Recommendations are required in order to state whether the device could be implanted or not.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2015, during the interrogation of the subject device before implantation, an unexpected display was observed on the battery voltage curve level: the abscise axis showed longevity steps of years 7, 14, 20, 27 and 34 instead of 1, 2, 3, 4, 5. However, the battery voltage was 3,2v (beginning of life) with a magnet rate of 96min-1. The interrogation was repeated three times (smartview 2.50 version) and the same behavior remained displayed. Recommendations are required in order to state whether the device could be implanted or not.

Manufacturer narrative:
Preliminary analysis showed that the reported behaviour was due to a memory corruption. Hardware failure is suspected.

Event description:
On (B)(6) 2015, during the interrogation of the subject device before implantation, an unexpected display was observed on the battery voltage curve level: the abscise axis showed longevity steps of years 7, 14, 20, 27 and 34 instead of 1, 2, 3, 4, 5. However, the battery voltage was 3,2v (beginning of life) with a magnet rate of 96min-1. The interrogation was repeated three times (smartview 2.50 version) and the same behavior remained displayed. Recommendations are required in order to state whether the device could be implanted or not.

Event description:
On (B)(6) 2015, during the interrogation of the subject device before implantation, an unexpected display was observed on the battery voltage curve level: the abscise axis showed longevity steps of years 7, 14, 20, 27 and 34 instead of 1, 2, 3, 4, 5. However, the battery voltage was 3,2v (beginning of life) with a magnet rate of 96min-1. The interrogation was repeated three times (smartview 2.50 version) and the same behavior remained displayed. Recommendations are required in order to state whether the device could be implanted or not.